Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a fracture of proximal region. On (B)(6) 2014, the operation of extracting the philos plate was performed. During the surgery when the surgeon tried to remove locking screws by using the screw driver, the last screw became worn. The surgeon tried to attach the extraction screw, however; it failed. An extraction drill was used to then drill in the screw. During drilling, the screw head broke resulting in the surgeon removing the plate. The surgeon then shaved the area around the affected screw twice with the hollow reamer. The surgeon was then able to remove the screw by using the extraction bolt. No residue remains in the patient. There was a report of a twenty minute surgical delay. This report is for an unknown locking screw. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.